Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose. The sensor and blood glucose readings are off. The blood glucose reading is 115 mg/dl and the sensor glucose reading is 67 mg/dl. The nothing further reported.